Manufacturer narrative:
This report is filed (B)(6), 2011.

Event description:
Per the clinic, the device was explanted during a surgical procedure to treat a cholesteatoma and infection. The device was explanted (B)(6), 2011. There are plans to reimplant the patient with another device but this has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).